Event description:
Inbound. (B)(6) rn/ncsc x290613 71 ml remodulin IV wasted; premixed cassette 100 ml flow stop with unresolvable no disposable alarm. Cassette 4 from 3/21/2022 shipment. No further details provided.